Event description:
Additional information was received that the patient was undergoing treatment for a ruptured aneurysm of the left anterior communicating artery, 3.8-2.6mm. Vessel tortuosity was moderate. The device was prepared as indicated in the IFU. The cause of the balloon burst was not determined. The physician did not test the balloon prior to use. Balloon leak occurred in the middle section. The physician did not shape the guidewire tip. The balloon was inflated and deflated 2 times. The injection rate was steady. A cartridge syringe was used during inflation/deflation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4) equipment used: vis (m-78210). As found condition: the hyperform balloon catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the hyperform balloon catheter hub was found to be in good condition. No bends or kinks were found with the hyperform balloon catheter body. Upon microscopic inspection, a longitudinal tear/rupture in the balloon from the distal to the proximal marker band was observed. Testing/analysis: the hyperform balloon catheter was flushed, water was found leaking from the balloon. Conclusion: based on the device analysis and reported information, the customer¿s ¿rupture¿ report was confirmed. Balloon linear tear may result from rupture (inflation beyond rated volume), high inflation speed, or if the balloon is inflated after incurring mechanical damage. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used a balloon to assist in embolizing a ruptured aneurysm. The surgeon tested the balloon in vitro and found that it burst before reaching the pressure value. The surgeon then replaced the balloon and continued the surgery. No patient symptoms or complications were associated with this event.